Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated a1 and a2. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a data transfer error occurred when downloading the log files from the controller. There were insufficient or incomplete log data that was received to generate a report, due to an incomplete download or data transfer error from the controller to the monitor. This was indicated by a solid black data transfer icon and >1 hour of controller data available. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): log file analysis: a supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. (B)(4), which is the equivalent of 30 days of data. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the reported data transfer error could not be confirmed. Log file analysis also revealed that several clock changes were logged, in which the controller's date was set to multiple dates including (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2024, (B)(6) 2024, (B)(6) 2011, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, (B)(6) 2024, and (B)(6) 2024; no pump ID setting events had been logged on the controller prior to the initial clock change event. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. These observations will trigger an incomplete autolog report and data points that could be perceived as a data transfer error. Based on the available information, the most likely root cause of the reported event can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.